Manufacturer narrative:
A ge service representative performed an on site investigaiton. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported system displayed a cine not available error on bootup and would not switch to subtract images. There is no report of death or serious injury associated with the complaint.